Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The customer repairs the device himself, hence there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The mobile cart is equipped with 4 wheels and is used to move/transport the ventilator. Damaged or poorly tightened wheels on the mobile cart may cause difficulty in moving/transporting it and cause it to be unstable. The root cause to the reported issue has not been determined. H3 other text : 4117.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's wheel was broken. There was no patient harm reported. Manufacturer's ref. #: (B)(4).